Manufacturer narrative:
Multiple products were used in the surgery which are as follows: unknown rod, lot unknown, qty 1 unknown screw, lot unknown, qty 1 although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with discogenic back pain and underwent following procedures: laminectomy l5-s1 right. Posterior fusion l5-s1. Segmental fixation l4 to s1. As per op-notes, "we then used a 70 mm rod and screws were placed 45mm at l4, l5 and 40 mm at s1. We attempted to angle the screws at l5 to be just under the prosthesis at l5 to hopefully prevent any further subsidence of this. Once this had been performed, we assembled the system, used a 70 mm rod and all screws were torqued to appropriate torque levels." No patient complications were reported. On (B)(6) 2009: the patient presented 6 days post surgery to make sure she has not developed any further subsidence. On (B)(6) 2009: the patient presented for follow up visit for wound issues. On (B)(6) 2009, (B)(6) 2010: the patient presented for follow up status post surgery. On (B)(6) 2009: the patient underwent CT of lumbar spine due to disc replacement/fusion. Impression: status post disc replacement at l4-l5 with a stable appearing disc implant. Status post posterior decompression and fusion extending from l4-s1 with stable appearance of the fusion. On (B)(6) 2010: the patient underwent CT scan of lumbar spine due to back pain. Impression: anterior and posterior post-op change with anterior decompression at both l4-l5 and l5-s1. Anterior disc replacement prosthesis is in place at l4-l5 and there are anterior fusion cages at l5-s1. The hardware is in satisfactory position at all levels. No residual central canal or foraminal stenosis is seen through the post op levels. There is lucency above the left l4 pedicle screw with surrounding sclerosis. This may indicate minimal loosening of the screw on the left. There is no loosening of the right l4 screw. Annular disc bulge, probable right foraminal superimposed herniation and facet and ligamentum flavum hypertrophy at l3-l4 resulting in bilateral foraminal stenosis with a mild degree of central canal stenosis. On (B)(6) 2010: the patient presented for follow up due to increasing back pain with simple activities. CT scan showed some loosening of her hardware at l4, and also annular disc bulging with facet and ligamentum flavum hypertrophy at l3-4 resulting in bilateral foraminal stenosis. On (B)(6) 2010; the patient underwent CT of the lumbar spine without contrast due to low back pain. Impressions: anterior decompression at both l4-l5 and l5-s1 with anterior fusion at l5-s1 and anterior disc replacement at l4-l5. In addition, there is bilateral metallic pedicle screw and peek rod instrumentation in place. The screws are in place at l4, l5 and s1. There is however, loosening of the l4 screws on both sides. Annular disc bulge with facet and ligamentum flavum hypertrophy at l3-l4 resulting in bilateral foraminal stenosis but no central canal stenosis. On (B)(6) 2010: the patient presented for follow up visit for back pain and leg pain and her ability to heal. On (B)(6) 2010: the patient presented for follow up visit for pain, particularly low back and left leg pain. The patient underwent CT lumbar spine with reconstruction. Impressions: posterior fusion of l4-s1 and solid anterior fusion of l5-s1 with inter body disc replacement at l4-l5. No evidence of hardware loosening or displacement. On (B)(6) 2010: the patient underwent MRI of cervical spine without contrast. Impression: degenerative disc changes in the cervical spine. These are most significant at c5-c6. This level show significant left sided canal and left neural foraminal narrowing. The patient underwent MRI of thoracic spine without contrast. Impressions: mild degenerative changes at the thoracolumbar junction. On (B)(6) 2010: the patient was preoperatively diagnosed with loose hardware and failed fusion l4-l5 and underwent following procedures: removal of hardware l4-l5. Posterior fusion l4-l5 with fixation including ha-coated screws, two large kits of bmp, 30 cc of crushed cancellous allograft. As per op-notes, "we removed the hardware l4 to s1. Once this hardware was removed, we stuffed the previous holes with surgical and began to localize the bone. We prepared two large kits of bmp per protocol. We began by placing half sponge of bmp with crushed cancellous allografts stuffed into the facet joint itself and then we placed bmp around in that area as well as additional crushed graft. We used approximately four sponges per side slightly more and three sponges were not used. We placed crushed allograft all around in that area through separate layers wrapping the bmp in almost like a burrito configuration. The hardware was then placed. We used ha-coated screws and the peek rod system. We used a 45 mm rod bilaterally." No patient complications were reported.

Event description:
It was reported that on : (B)(6) 2009, (B)(6) 2010: the patient presented for follow up status post surgery. On (B)(6) 2009: the patient underwent CT of lumbar spine due to disc replacement/fusion. Impression: status post disc replacement at l4-l5 with a stable appearing disc implant. Status post posterior decompression and fusion extending from l4-s1 with stable appearance of the fusion. On (B)(6) 2010: the patient underwent CT scan of lumbar spine due to back pain. Impression: anterior and posterior post-op change with anterior decompression at both l4-l5 and l5-s1. Anterior disc replacement prosthesis is in place at l4-l5 and there are anterior fusion cages at l5-s1. The hardware is in satisfactory position at all levels. No residual central canal or foraminal stenosis is seen through the post op levels. There is lucency above the left l4 pedicle screw with surrounding sclerosis. This may indicate minimal loosening of the screw on the left. There is no loosening of the right l4 screw. Annular disc bulge, probable right foraminal superimposed herniation and facet and ligamentum flavum hypertrophy at l3-l4 resulting in bilateral foraminal stenosis with a mild degree of central canal stenosis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: (B)(6) 2013: the patient presented for test results. Assessment: unspecified thyroidism, depressive disorder, lumbago, left lower quadrant abdominal pain, unspecified constipation, unspecified, tobacco use disorder, tachycardia. On (B)(6) 2015: the patient presented for test results. Assessment/plan: ex-smoker, over-weight, hypothyroidism, moderate chronic obstructive pulmonary disease, sleep disorder, tachycardia, chronic pain syndrome (B)(6) 2015, (B)(6) 2016 : per billing records, patient underwent bilateral mammography screening. Impression: stable mammographic appearance of breast parenchyma. On (B)(6) 2015 patient underwent two radiological views of chest. Due to cough and white sputum. Impression: no acute findings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.